Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder conformable aaa endoprosthesis, and gore dryseal flex introducer sheaths as accessories. The proximal end was positioned just below the left renal artery, and the trunk ipsilateral leg was deployed. After removal of the transparent knob, the main trunk migrated proximally, resulting in coverage of the distal branch of the two left renal arteries. To perform ptra (percutaneous transluminal renal angioplasty), the physician attempted to deliver a bare-metal stent (express vascular sd) using an 18fr sheath; however, resistance was encountered while insertion via the left femoral artery. The access site was then switched to the left brachial approach. Subsequently, an additional bare-metal stent was implanted in the distal left renal artery. The physician¿s comment: ¿it may have been pushed in during removal of the transparent knob.¿